Manufacturer narrative:
Findings: unit alarmed during the prime test at 4.0 pounds due to faulty sensor resistor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to alarm. Pump passed self test, displacement test and all operating measurement currents were normal. Pump received with cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump experienced a compromised force sensor system alarm. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.